Event description:
I experienced a catastrophic "silent rupture" of my mentor siltex round high-profile cohesive gel breast implants. An MRI conducted on (B)(6) 2024, confirmed intracapsular and extracapsular rupture of the right implant with silicone leakage into surrounding tissues. Due to the severity of the tissue reaction and lymphadenopathy, the clinical findings were classified as bi-rads iva (suspicious for malignancy). This required urgent surgical intervention and extensive pathology testing to rule out cancer. This failure led to extensive systemic migration of silicone into my lymphatic system. As a direct result, I had to undergo major surgery to remove the ruptured implants and 15 axillary lymph nodes that were heavily infiltrated by silicone. Pathology reports from (B)(6), india, confirm silicone-induced lymphadenopathy. The loss of 15 lymph nodes has caused permanent damage to my lymphatic system, leaving me with a lifelong risk of lymphedema, chronic pain, and the need for continuous medical monitoring. Biopsy and pathology results (pathology report from (B)(6), india) confirm silicone-induced lymphadenopathy. Histological examination of 15 removed axillary lymph nodes showed extensive silicone infiltration and reactive changes. The manufacturer, mentor worldwide llc (johnson & johnson), has acknowledged the product failure (case # (B)(4)), yet their response has been inadequate, failing to address the severity of the permanent physical injury. This incident highlights a significant failure in the long-term safety monitoring and clinical performance of these devices, consistent with previous safety concerns raised by the FDA (warning letter (B)(6)). Furthermore, despite acknowledging the device failure, the manufacturer's offer of $915 for a permanent physical disability is unconscionable and fails to reflect the life-altering nature of this injury. The ruptured device was returned to the manufacturer for evaluation. However, the investigation was conducted internally by mentor/johnson & johnson rather than an independent third party. Despite my formal requests, the company failed to provide any photographic evidence or raw laboratory materials from the examination. Furthermore, the manufacturer's report explicitly states that the cause of a significant portion of the implant rupture remains unknown and could not be established. This lack of transparency and inconclusive analysis, coupled with the destruction of the device during testing, raises serious concerns about the integrity of their safety monitoring. Device information: ref: 354-4350 (both). Left implant serial number (sn): (B)(6) / volume: 350cc. Left implant lot:6985409. Right implant serial number (sn): (B)(6) / volume: 350cc. Right implant lot:7281481. Manufacturer: mentor worldwide llc (johnson & johnson). The MRI confirmed a silent rupture with significant silicone leakage. Following this result, a surgical intervention was performed, which revealed extensive silicone migration into the lymphatic system, necessitating the removal of 15 axillary lymph nodes. Device code: 1546, 1267. Patient code: 1924. Reference report: mw5187788.